Manufacturer narrative:
The service provider provided the investigation report on 04/05/2021. The actual device was tested. The pump passed the flow rate testing. No issues were found during the testing. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00016).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 03/04/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and reported that "pump 503531 won't infuse at the proper rate". The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.